Manufacturer narrative:
The device evaluation found minor scratches on distal edge objective frame, minor stains under light guide cover glass, minor cracks on side of video connector, and the image is out of field. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A definitive root cause could not be identified. A review of the device history record found non-conformance 200431746. The device was reworked and shipped in conformance with specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited minor scratches on distal edge objective frame, minor stains under light guide cover glass, minor cracks on side of video connector, and the image is out of field. There was no patient involvement.